Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults was able to be confirmed via review of the log file; however, was unable to be confirmed via product testing. The modular cable (lot number: 176462) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 5 days ((B)(6) 2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. Driveline comm fault alarms were active on (B)(6) 2022 from 10:51:21 ¿ 12:02:48. The alarms cleared once the driveline was disconnected. The driveline was disconnected on (B)(6) 2022 at 12:02:48 and the controller was not reconnected for the remainder of the log file. The controller was shut off on (B)(6) 2022 at 12:04:16 and was powered on again on (B)(6) 2000 but the driveline was not connected. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The modular cable was connected and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate as intended. The modular cable underwent insulation and continuity testing and did not pass. The modular cable was cut open to inspect the condition of the underlying layers and the orange (gnd b) was found to be broken. There were no alarms active during testing due to the redundant ground and power wires in the modular cable that were able to supply power to the system during functional testing. The root cause of the reported event was conclusively determined to be caused by damaged wires in the modular cable. The device history records for the modular cable (lot number: 176462) were unable to be reviewed due to the records being unavailable. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files recorded a driveline communication fault on (B)(6) 2022 at 10:51. The alarms resolved once the controller and modular cable were changed which resolved the alarm. Related MFR # 2916596-2022-12077.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.